Manufacturer narrative:
Additional information a2, a3 and b5: (B)(6) 2021, medwatch form received from the FDA. Follow up for patient # 4, a 82 year old male. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of fentanyl at the medical intensive care unit. It was stated that the volume appeared to be unchanged over a period of hours. A nurse noted that the volume remaining per pump review was not equal to the actual volume observed (following continuous infusion and prn (pro re nata) boluses from vial). No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log (ehl) review was performed and there were no abnormalities observed through the history log on the customer reported event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.